Event description:
The patient received her scs system consisting of an ipg and paddle lead on (B) (6) 2007. It was reported that the patient began experiencing painful stimulation and eventually loss of stimulation. The physician explanted the lead on (B) (6) 2008 and during the procedure, noted the lead appeared fractured. The explanted lead was returned to ans for evaluation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead segment was kinked and all wires were broken approximately 4.7cm from the paddle strain relief. It appears the lead segment was kinked which overstressed the wires, causing them to fatigue and fracture until open. It is not known what caused the lead segment to kink. Lead failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.